Event description:
Hello, my name is (B)(6) and I have been a type 1 diabetic for 17 years. I've used dexcom g6 for the last two years loved it. Although, for the last 3 months, I have been dealing with severe rashes underneath my dexcom site. I found it odd that something I've loved for a year and a half had betrayed me. I found out that dexcom g6 had changed their adhesive recently, to make it stronger. The device needs to stay on for 10 days and the itching from the new adhesive makes it insufferable to bare that length of time. I love the technology of dexcom but the adhesive on the product must change back to the way it was. I know I'm not the only patient with this issue. I've read and heard from many others of their struggles with dexcom's change. I've also signed a petition for this issue to be noticed which it has been I've received an update from that person who created the petition, to follow up here with the FDA with my story. I have documented my struggles with my dexcom device and pictures of my intense rashes. In hopes I wasn't the only one. Which is very apparent that I'm not. This is a fantastic piece of technology with a flaw in its product development. I hope this is intently reviewed because these are precious lives being affected. FDA safety report ID # (B)(4).